Event description:
It was reported that the patient is experiencing discomfort at the ipg site. The patient reported that he had not used the system in a significant amount of time and the ipg may have become depleted. Subsequently, the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.